Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No, not a new user has been consistent user for months now. 20+ time user. 2. How many times have they applied the laparoscopic tip? Every case lap tip. 3. Was a sales representative present during the case when the issue was experienced? Asi partner was present during case, then ahh came in to inspect tip 4. Was any leakage or product solution observed at the luer locks connection? No leakage. The open tip wouldn¿t unscrew from the home 5. Were there any unexpected outcomes or complications as a result of the event? Not able to use 6. Are there pictures of the damaged device available? Yes this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The open tip wouldn't remove when they were switching to the endoscopic tip. No adverse patient consequences were reported. Additional information was requested.